Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited far r wave over-sensing resulting in inappropriate mode switch (ams). Programming changes were made. The patient was in stable condition.